Manufacturer narrative:
(B)(4).customer called in with the following concern: patient was in the pool, insulin pump alarmed critical pump error and saw water in the battery compartment. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Insulin pump power up properly after battery installation. Insulin pump was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No critical pump error or blank display noted during testing. Insulin pump functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short. Force sensor zero offset within spec (21.7mv). Insulin pump also receive with cracked case(battery tube), cracked battery tube threads and cracked keypad at select button. In conclusion, insulin pump powered up properly and was tested successfully however corroded electronic assemblies were noted after cutting insulin pump open during visual inspection.

Event description:
Information received by medtronic indicated that while the customer was in the pool the insulin pump had a critical pump error and saw water in the battery compartment. Customer also reported getting low blood glucose but declined troubleshooting. Customer stated the insulin pump had a blank display. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.